Event description:
It was reported that when attempting to put the stylet in to move the right ventricular lead the stylet went through the lead. The lead subsequently had low impedance and poor sensing. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.